Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and on the same day presented with diffuse lamellar keratitis (dlk) stage 1+ in the right eye(od). Topical steroid dosage was increased. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient commented on blurred vision in the od. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -3.00 x -1.75 x 177, left eye pre-op 20/20 -3.25 x -1.50 x 7. Bcva from (B)(6) 2018: right eye post-op 20/60 , left eye post-op 20/30. Bcva from (B)(6) 2018: right eye post-op 2050 1.25 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90. This report is for the excimer laser equipment. A separate report will be filed for the femto laser equipment.